Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention was undertaken and the lead and anchor were explanted and replaced. Investigation did not determine which lead had high impedances. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000041441. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.